Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer evaluated and found that the nut on the cardiosave receiving part that connects the trans-ray light sensor connector had come off, so it was out of position, so fse returned it to the normal position and re-tightened the nut to complete the repair. Fse confirmed that it was working properly and returned it to the hospital.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) could not be connected using trans-ray. There were no health damages occurred.